Event description:
The facility reports the aid was transferring the resident from the bed to the wheelchair when the sling tore and resident fell to the floor. The resident suffered a concussion and a laceration to the back of the head requiring 4-6 sutures.